Manufacturer narrative:
The customer swapped out the battery and still had the same issue. The customer was advised the part number of the pm (power management) pcb (printed circuit board) is 1055906 and requested pm pcb replaced under (B)(4). A philips field service engineer (fse) was dispatched to the customer site. The fse observed the device would not power on unless it was plugged into the wall socket. The error codes prompted towards an issue with the pm pcba. Following the evaluation of the device, the fse replaced the pm pcba to resolve the problem. The unit was then functionally tested and successfully passed the tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event.

Manufacturer narrative:
Upon further review of the complaint, the issue was observed during the device's preventative maintenance. Therefore, it no longer meets regulatory reporting criteria.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philip's remote service engineer (rse) the unit will not run on battery only. The customer swapped out the battery and still has the same issue. The customer advised pn (part number) of the pm (power management) pcb (printed circuit board) and requested pm pcb replaced under fco86600050. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.